Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - nodule. H6: health effect clinical code - needle stick/puncture.

Event description:
Dexcom was made aware on 11/19/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced skin reaction which occurred 3 days after the sensor had been inserted in the arm. The patient experienced redness, pimples, infection, soreness, and lump underneath sensor pod area only. The patient removed the wearable and had a CT scan. The patient was treated with doxycycline mono 100 mg capsule (2 capsule a day for 7 days) and mupirocin topical cream topical cream (3x a day). The lump and redness persisted the next day during the call. No additional event or patient information is available.